Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital two times due to diabetic ketoacidosis on (B)(6) 2018 at 12:30 pm and on (B)(6) 2018 at 3:30 pm with blood glucose of 407 and 377 mg/dl. Customer¿s current blood glucose is 297 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. Troubleshooting was done. The drive support cap appears normal. The insulin pump will not be returned for analysis.